Event description:
The pt experienced a loss of therapeutic effect and a return of his symptoms. He met with a MFR's rep to have his implantable neurostimulators checked. He stated that the battery levels "are completely down" and they have "failed." A replacement was scheduled. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See also MFR report #3004209178-2011-05280.

Manufacturer narrative:
(B)(4).